Event description:
The physician was attempting to close the sheath site with a perclose proglide. The deployment of the perclose suture failed, a second perclose device with the same lot number failed. The third perclose device from a different lot was successfully used.

Event description:
The physician attempted closure of an arteriortomy site with the perclose proglide device following an unknown procedure. The device was inserted and deployed; however, when the physician pulled back on the plunger, there was no suture attached. The device was removed and a second proglide device from the same lot was attempted. However, the same failure occurred on the second proglide device as well. Hemostasis was successfully achieved with a perclose a-t (closer ak) device. There were no reported patient complications as a result of this event. The device was not returned for evaluation but the lot number was provided. Review of the device history record did not produce any findings relevant to the reported event. We were unable to establish a root cause based on the available information. The date of the event was april 13, 2005. The date that our firm became aware of this event was april 15, 2005. As stated above, the device was not returned for testing and investigation. The disposition of the device is unknown. We have reviewed our training records and found that the physician has been a trained user since october, 2004. Due to the nature of the reported incident, it isnot necessary that the physician be re-trained at this time. There have been a total of twelve (12) complaints regarding lot number 230906h. The complaints are as follows: cuff miss - 6, link break - 3, hematoma -1, unknown failure - 1.